Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed the inner member detached from the distal bond. The detachment occured distally to the tip seal bond approx 7.5 mm from the necked region to the distal balloon taper. There is evidence that the distal end of the inner member is stretched. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.

Event description:
Angiosculpt device was pressurized to 14 atms. The balloon came out of the nitinol scoring element wire.